Event description:
The report received indicated that there was a balloon ruptured during a percutaneous transluminal angioplasty performed for a tabatiere shunt located in the forearm. A venous approach was utilized for the angiography. The targets was slightly calcified with heavy tortuosity involving a 90% stenotic lesion. The balloon was inflated when it ruptured at 6 atmospheres. Athe lesion was successfully treated with another balloon catheter and there were no patient complications reported.